Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited a high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.